Manufacturer narrative:
It is unlikely the subject device was the cause of the observed device migration. The patient had spondylolisthesis and bilateral pars defects, which may not make them an ideal candidate for the surgery, or may have required additional supplemental fixation to better secure the subject device within the disc space.

Event description:
It was reported that the subject device migrated within the disc space where spondylolisthesis was present. The patient underwent revision surgery the next day.